Manufacturer narrative:
Additional, changed, and/or corrected data: e1, h1.

Event description:
Regulatory agency, on behalf of healthcare professional, reported an unknown side sizer device "top cover of the packing was not peeling cleanly and left some leftover paper attached to the plastic container" and "there was no serious harm reported". The device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material.

Event description:
Regulatory agency, on behalf of healthcare professional, reported an unknown side sizer device "top cover of the packing was not peeling cleanly and left some leftover paper attached to the plastic container" and "there was no serious harm reported". The device was not implanted.

Event description:
Regulatory agency, on behalf of healthcare professional, reported an unknown side sizer device "top cover of the packing was not peeling cleanly and left some leftover paper attached to the plastic container" and "there was no serious harm reported". The device was not implanted.

Manufacturer narrative:
Clarification to h6 adverse event problem and h11 additional mfg narrative: healthcare professional returned only the packaging for analysis, captured by b19 incomplete device returned. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - tyvek or thermoform sticking: observed delamination of outer lid through visual inspection. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d3, d9, g1, h3, h6, h11.